Event description:
It was reported that the flow transducer test failed during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported flow transducer test fail during pre-use check was not reproduced during test of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. No log files have been received. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
Manufacturer ref. #: (B)(4).